Event description:
Patient undergoing laparoscopic ileal pancreatic diversion with duodenal switch for treatment of morbid obesity. During procedure, the medtronic covidien tri-staple 2.0 reload would not unlock. Manual extraction tool required to unlock reload from tissue. This was the second similar event involving this product at our facility within 7 days. See previously submitted medwatch form (submittted on 01/11/2024) regarding patient (B)(6).